Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and no capture at maximum outputs approximately twelve days post implant. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.